Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing low voltage alarms while connected to the mobile power unit and battery power was not confirmed. The heartmate ii controller (serial number (B)(6) ) was not returned for analysis; however, a log file was submitted. The submitted log file labeled 20211116_122757 contained data spanning approximately 16 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). 2 additional events were captured on (B)(6) 2021; however, these events are consistent with data captured during the manufacture process of the controller. The system controller was able to maintain the low-speed limit without issue while the driveline was connected. The driveline was disconnected on (B)(6) 2021 at 09:26:26. The log file did not capture any atypical alarms active on the reported event date (B)(6) 2021. There were no notable atypical alarms active in the log file and no other log file was submitted. Provided information stated that no products will be returning for analysis and the controller serial number is (B)(6). Multiple attempts were made to obtain additional information about the reported event such as the serial number of the original controller used during the time of the event and for the log files of the original controller; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6)was shipped to the customer on 06sep2021. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing alarms while connected to the mobile power unit and battery power was not confirmed. The heartmate ii system controller (serial number (B)(6)) was not returned for analysis; however, a log file was submitted. The submitted log file labeled 20211116_122757 contained relevant data spanning approximately 16 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). Additional events were captured on (B)(6) 2021; however, this is consistent with a controller exchange. The log file timestamp did not contain any data from the reported event date ((B)(6) 2021). There were no notable atypical alarms active in the log file. No other log files were submitted for analysis. Provided information stated that no products will be returning for analysis and the controller serial number is (B)(6). Multiple attempts were made to obtain additional information about the reported event such as the serial number of the original controller used during the time of the event and for the log files of the original controller; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#:(B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 06sep2021. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patients log files were sent for evaluation with concern for a pump stop event on (B)(6) 2021. The log files indicated that the system controller was connected to the pump at 15:49. The pump stop event was recorded prior to the pump being connected and coming up to the set speed of 9200 rotations per minute. Once the pump came up to the set speed there were no unusual events. The pump stop was due to the controller exchange that took place on that day. The patient was having intermittent and brief controller alarms while connected to mobile power unit. The patient switched to batteries and alarms continued. The alarms occurred on both the mobile power unit and batteries so the problem was thought to be due to the power leads on the controller and the controller was exchanged. There was no adverse patient impact due to the pump stop event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.